Event description:
It was reported that during a percutaneous coronary intervention treatment procedure, a balloon rupture occurred. The calcified lesion was located in the mid left anterior descending artery. On the first inflation the nc quantum apex mr 15mm x 3.00mm, balloon was inflated to twelve atmospheres. On the second inflation, the balloon was inflated to eighteen atmospheres and ruptured. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Event description:
It was further reported that the vessel was moderately tortuous and severely calcified. The patient did not have any symptoms when the balloon ruptured. The device was removed intact.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).